Event description:
It is alleged that a (B)(6) male pt received coolsculpting treatment on (B)(6) 2011, procedure conducted successfully. Treating physician's office did not recall any malfunctions or error codes. On (B)(6) 2011, the office contacted zeltiq to report that during follow up on (B)(6) 2011, the pt claimed that the fatty tissue in the treatment area had increased. The physician saw the pt on that day and reported that the condition was inflammation that may resolve over time and asked the pt to be seen in 3 months. However, on (B)(6) 2012 zeltiq received info from the physician who reported that although the pt condition's has not changed, he has scheduled the pt for surgery on (B)(6) 2012. Treating physician was unable to establish causal relationship between the treatment and the pt's condition. It is zeltiq's policy to be conservative and to make this report.

Manufacturer narrative:
A follow-up report will be made to the agency if and when new information is received about this case.